Manufacturer narrative:
E1/facility name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during an unspecified procedure before the patient entered the room, the image on the flex deflectable videoscope turned green. No patient harm was reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be determined. However, based on the investigation findings, color distortion was observed when the connection between the image sensor and its cable was manipulated. This suggests the issue may be due to a broken wire or short circuit in the electrical wiring, potentially resulting from operation of the angulation mechanism. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.